Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead (distal portion) was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 34.7cm to 35.6cm and 36.4cm to 36.7cm from the distal tip. The abrasion was consistent with friction to the device can.